Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address groin pain and elevated ion levels. Metallosis and blackening of the surrounding tissue was also noted.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Medical records received. After review of the medical records for MDR reportability, revising surgeon stated in indications for surgery that "patient has a painful metal on metal tha with associated elevated metal ion levels and pseudotumor. The procedure note indicated that "devitalized tissue associated with the pseudotumor was excised". No metal ion lab values available for review. Host tissue reaction FDA code added to medwatch. There is no new additional information that would affect the existing MDR decision.